Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received indicated that the patient had difficulty with distance and near vision post op, that the lens was explanted on (B)(6) 2017, and a replacement lens of the same diopter (22.5) from another company was used. The visual acuity pre and post-op following initial lens implant was 20/30 pre, 20/40 post. It was noted that the patient did not have any contributing medical history. There was no secondary surgical procedure such as a vitrectomy performed and there was no incision enlargement during the lens explant. The patient is happy (20/20) and has no blur issue complaints. The following fields were updated based on the new information received: date of birth: (B)(6). Outcomes attributed to adverse event: required intervention. Date of event: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient is unhappy with her quality of vision for both near and distance, including but not limited to reading price tags, driving, and overall tasks. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.